Event description:
It was reported that the power sources were switching from one port to the other earlier than expected. The batteries and controller were exchanged. There was no effect on the patient as a result of the event. This is report 2 of 3.

Manufacturer narrative:
(B)(4): the returned battery passed external visual inspection and functional testing. Data viewer shows that (B)(4) was not used during this time frame. Unable to confirm customer complaint. (B)(4): the returned battery passed external visual inspection and functional testing. Data viewer shows that (B)(4) was not used during this time frame. Unable to confirm customer complaint. (B)(4): the returned battery passed external visual inspection and functional testing. No abnormalities were found in the behavior of (B)(4) during the event date. Applicable risk documentation and experience with events of similar circumstances were considered; premature power switching events are most often attributed to a communication error between the controller and batteries. The most likely root cause of the reported event is a communication error between the controller and batteries. Heartware has opened an internal investigation to evaluate these types of issues. There are no known clinical or user related factors that could have contributed to the power switching event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-00780, 00781 and 00782) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. On april 30, 2014, a field safety notice ((B)(4) 2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. This is two of three reports (3007042319-2015-00780, 3007042319-2015-00781 and 3007042319-2015-00782) submitted for devices related to the same event.